Manufacturer narrative:
The patient identifier, age, weight and gender were not available.

Event description:
It was reported the coblator ii surgery system was taken out of service due to weak coagulation and ablation. All procedures using this system were completed and no patient injuries were reported.